Event description:
According to the reporter, pre operatively, while charging the power handle, a red error message occurred. Even though the handle was removed from the charger, it did not start up. A new power handle was used to resolve the issue. It was noted the charger worked for other handles. There was no patient involvement. Medtronic's initial evaluation of the incident is that the cause of the handle being unable to charge is due to the cfet permanent failure. The cause of the cfet permanent failure could not be reliably determined. This condition would result in the handle being unable to charge and therefore unable to enter firing mode pre-operatively.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Visual inspection noted there were no abnormalities that would have caused to the reported condition. Functionally, the gas gauge/battery data file for the battery was evaluated and the cfet permanent failure status was tripped. It was reported that the handle does not initialize. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.